Event description:
Dear (B)(6), user reported that the ventilator suddenly produced "pop" sounds during ventilation and on patient. Alarms "tf9907" and "air supply failed" were triggered and no ventilation was provided afterwards. When I switched on the ventilator, it produced several "pop" sounds (refer to attached video). It entered into the ventilation mode automatically (no ventilation was shown on display) and several alarms were triggered including "tf9907", "tf5502", "tf5509", "tf2414" and "air supply failed" (photo 1). Also, the emergency alarm kept buzzing. By checking in the service mode, I found that all the values in a/d convertor checks were "0" (photo 2) and vrc-vuc communication checks had error (photo 3). I have measured the voltages at the green connector of vu motherboard and they are 24vdc. Also, the voltages at test pin row 3 were measured and all of them were out of the required range. - pin 25 and 28: 1.2v (range: 3.24-3.4v) - pin 25 and 27: 0v (range: 4.85-5.25v) - pin 25 and 31: 0v (range: 13.5-16.5v) - pin 25 and 32: 3.3v (range: -13.5 to -16.5v) - pin 25 and 26: 0v (range: >20v) according to the conversation with you, the vu motherboard was the main problem. Could we proceed to rga for standard exchange of the vu motherboard? Is it necessary to replace other parts also? The photo and the code of the current vu motherboard are attached for reference (photo 4 and 5). The log files are also attached. Thanks and best regards, (B)(6).

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.